Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was lithium heparin plasma. Quality control was within specification prior to the event. A system check was performed on (B)(6) 2008 conformed to specifications. Interference testing performed by beckman coulter customer product line support (cpls) laboratory confirmed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies, causes reproducible false positive results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The affiliate alleged the customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient involving access 2 immunoassay system. The elevated result was released out of the laboratory. The patient was examined by cardiologists. There was no report of patient injury. There has been no report of a change in patient treatment associated wit this event. The customer supplied beckman coulter, inc. In (B)(4) with the patient sample for further analysis.